Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving fentanyl (1000 mcg/ml at a dose of 328 mcg/day) via implanted infusion pump. It was reported that some drops of medication appeared at the patient¿s skin after filling the pump, meaning there could have been some drops of medication under the patient¿s skin as well. Apparently the patient felt bad but was then stabilized. There was human manipulation with the refill kit. They reduced the normal planned perfusion to limit the quantity of medication perfused. There was no intervention planned or performed. There was no surgical intervention. The patient's age, weight, and medical history were asked, but unknown. The patient's status was alive - with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). Regarding the cause of the event, it was indicated that there could be human error behind this.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump was implanted in 2021, exact date unknown. The cause of the medication appearing at the patient¿s skin after filling the pump, meaning there could have been some drops of medication under the patient¿s skin as well was not determined. The hcp had diminished the dose of medication that was planned to be perfused the rest of the day and monitored the patient at the clinic. The patient was stabilized and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.